Event description:
It was reported that the nose on the insertion handle broke off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the visual inspection and evaluation has shown that the nose on the handle is flattened only and not broken. No abnormal findings were identified and it is concluded that normal wear and tear and torsional forces caused this deformation. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. Review of the production history revealed that the instrument was manufactured to specifications and it was concluded that normal wear and tear in combination with torsional forces caused this deformation.